Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to confirm missing segments/ and partial display and unable to perform any tests due to blank display.

Event description:
Customer reported via phone call insulin pump had a display anomaly. Customer¿s blood glucose level was unknown. Troubleshooting for partial display was performed. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.